Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, active current measurement, sleep current measurement,. No battery or power anomalies noted during testing. However, power graph shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies. Pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#6 (sda) at u1 keypad assembly. No cosmetic damage noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm during self-test and power loss alarm. Customer stated the insulin pump did not give him a low battery alarm and when waking up this morning, insulin pump was off. Customer was able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that self test did not pass. Customer was unable to rewind power loss alarm. The device will be returned for analysis.